Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that customer was opening hls sets that had been delivered and the sterile peel top had a hole in it rendering the kit non sterile. The kit was sequestered and not used. The affected product was technically investigated at the laboratory of the manufacturer. Hereby three holes with a diameter of approx. 17,3 mm, 7,7mm and 6,0mm were detected within the tyvek cover of the hls intellipack 1. Additionally a dent within the carton on top of the tyvek with a diameter of 8,3mm was found. The sealing of the tyvek cover was still intact. After opening of the intellipack 1 it was detected that one of the 2 velstraps (attached to the hls module) was not fully tightened. The other one was loose. Additionally, one weld point of the welded inlay of the intellipack 1 was no longer intact. The most probable cause of the reported failure "hole in sterile hls set cover" was determined to be an inadequate fasteing of the hls module onto the insert of the intellipack 1 as well as an isolated detachment of the insert from the intellipack 1. This led to vertical movement of the hls module during transport whereby the brackets of the venous measurement cell at the blood inlet connector pierced the sterile tyvek cover of the intellipack 1. Thus the reported failure "hole in sterile peel top" could be confirmed. The root cause analysis of the manufacturer is still ongoing.

Manufacturer narrative:
The root causes of the reported failure "hole in sterile hls set cover" were determined to be a detachment of inner and outer tray due to a weld failure resulting in dislodging of the hls module into the tyvek foil as well as a loose principle of packaging of parts which caused free space for movement during transport which damages the sterile tyvek cover and creating holes. Maquet cardiopulmonary has already triggered a corrective action within the CAPA process in order to improve the design to prevent such packaging damage in the future. The affected product was produced before the corrective action was implemented. The corrective action contains of implementation of adequate fixed inlay within tray and secure accessory items within the packaging of hls set.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
It was reported that customer was opening hls sets that had been delivered and the sterile peel top had a hole in it rendering the kit non sterile. The kit was sequestered and not used. Complaint ID: (B)(4).